Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, a skin burn was noticed about 2 hours post procedure. The grounding pad was removed and a burn was noticed on the patient. It was also reported that there was a large skin fold in the area where the burn was noticed. The patient was reported to be in stable condition and was discharged with follow up appointments. The following bwi devices were in use: carto 3 ((B)(4)), stockert generator ((B)(4)), ablation catheter (catalog and lot number unknown). Repair follow-up was performed and device will not shipped for service. Service was declined. Complaint was unable to confirm. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. No CAPA activity is required at this time. Similar complaints are monitored on a monthly basis

Manufacturer narrative:
Attention: (B)(6). Date: april 15, 2016. Subject: response to FDA request for report 9612355-2015-00071. FDA follow up letter dated: (B)(6) 2016 (B)(4). Product description: stockert 70 rf generator. This is a response to an FDA letter of an adverse event dated (B)(6) 2016. After reviewing the reported event provided in the FDA letter received by biosense webster inc. (Bwi), we have verified this event was originally reported to under the stockert 70 rf generator ((B)(4)). We matched this event to our database by event date, event description, hospital address, device serial number and FDA report number. Please confirm or provide the model, lot, serial, and/or catalog number(s) of the device listed in the medical device report as applicable. Manufacturer's response: brand name: stockert 70 rf generator, model #: m-5463-01, serial #: (B)(4), us catalog #: s7001. Please provide a more complete description of this event including any relevant details surrounding the event. Manufacturer's response: it was reported that one (B)(6) female patient underwent an atrial fibrillation ablation procedure and suffered a post-procedural third degree skin burn. Indifferent electrode was placed in middle lower back and positioned at a location on the back as close to the heart as possible. When indifferent electrode was placed on the patient, it was thought that the entire patch was making contact. The patient had many skin folds and the patch was not checked during the procedure. It took 5 hours to complete the procedure and ablation time was about 107 minutes. Settings during the event include: minimum ablation time 45 seconds, maximum ablation time 565 seconds, maximum power delivered 35 watts, max impedance cut off set at 250 ohms, delta cut off 100 ohms, maximum impedance reached during ablation delivery was 174 ohms. There was a large skin fold in the area where the burn was noticed. The patient was stable and scheduled for follow up appointments with wound clinic/burn clinic. The customer did not report any product malfunction or errors during the procedure. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual. A complete description of investigation and analysis methodology(ies) used, an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, any conclusions reached based on the investigation and analysis results. Manufacturer's response: complaint was opened for the skin burn reported. After the complaint was opened investigation was conducted. As part of this investigation, biosense webster offered to conduct evaluation on the device. The hospital refused making evaluation on the device. Therefore, we were unable to evaluate if the device performed to specification and caused the skin burn as reported. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. What actions has your firm taken to address this problem? Manufacturer's response: biosense webster has had similar complaints in the past. The past investigations concluded that the product meets the applicable ansi/aami hf18:2001 and iec60601-2-2:2009 requirements and has appropriate impedance based shut offs and alarms. The investigation confirmed that all manufacturing test required to confirm related hazard mitigations are in place. The investigation confirmed in an animal model that the indifferent electrode temperature did not exceed the iec60601-2-2 limit compared to the baseline temperature, even in a very extensive ablation process (30 consecutive ablations) as long as the ablations are limited to the power and time defined in the catheters' ifus. It was demonstrated, in an animal model, that there is a potential that ablations longer than prescribed in the IFU can lead to overheating of the indifferent electrode above the iec60601-2-2 standard requirement, though not to an extent that lead to skin burn. In summary, the investigation leads to the conclusion that the root cause for the skin burns occurrence is related to off-label-use: user are performing ablations that are longer than the prescribed ablation time in the catheters' ifus, and indifferent electrode placement not per the generator user manual instructions. Please provide the results of risk management activities completed by your firm which address the reported device problem. Indicate the frequency and severity of the hazard, cause(s), and the applicable control(s) implemented to mitigate the hazard. Manufacturer's response: this complaint can be categorized through the failure modes identified in stockerts risk analysis. (B)(4). Please provide a copy (or electronic location) of all current labeling for the device, including directions for use, caution statements, technical manuals, and product performance reports. Manufacturer's response: m-5276-205 stockert 70 user manual (will be sent to FDA officer directly as it is a large file). Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. Manufacturer's response: there have been a total of 7 skin burns third degree complaints for stockert generator reported by bwi in the last 2 years. The following medical device reports were reported to the FDA for third degree skin burn: 9612355-2014-00015, 9612355-2014-00020, 9612355-2014-00027, 9612355-2014-00041, 9612355-2014-00044, 9612355-2015-00010, 9612355-2015-00071.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Conconmitant products were used during this study: carto 3 ((B)(4)), ablation catheter (catalog and lot number unknown). (B)(4).

Event description:
It was reported that one (B)(6). Female patient underwent an afib. Ablation procedure and suffered a post-procedural third degree skin burn. There was a large skin fold in the area where the burn was noticed. The patient was stable at present and scheduled for follow up appointments with wound clinic/burn clinic. Indifferent electrode was placed in middle lower back and positioned at a location on the back as close to the heart as possible. When indifferent electrode was placed on the patient, she felt that the entire patch was making contact. The patient had many skin folds and the patch was not checked during the procedure. It took 5 hours to complete the procedure and ablation time was about 107 minutes. Settings during the event include: minimum ablation time 45 seconds, maximum ablation time 565 seconds, maximum power delivered 35 watts, max impedance cut off set at 250 ohms, delta cut off 100 ohms, maximum impedance reached during ablation delivery was 174 ohms. Suspect device is covidien ((B)(4)) (B)(4) non - rem polyhesive electrode. However bwi takes conservative approach to report this event.

Manufacturer narrative:
This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product.